Event description:
It was reported that the first capsule failed to attached and was partially attached to the delivery device and fell off after removal from the patient's mouth. Second capsule was used which also failed to attached and hanging half out of the deployment device when the device was removed from the patient. The physician verified capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The vacuum pump pressure reached 550 mmhg prior to placement, and medela suction was used. Lubricant was carefully applied only to the tip to avoid covering the suction chamber. Another attempt to place a capsule was made, and the capsule was successfully attached during the third attempt, the physician went down with the scope to confirm the attachment. It was notice that there was redness where the two capsules failed to attach. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#67110f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: aware date should be 03.05.2026 additional information: d9, g3, h3, h6 information received shows that this event is a duplicate of another issue reported under regulatory report#:9710107-2026-00113. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d1, d4(model number, catalog number, expiration date, lot number and UDI), d5, d8, g3, PMA / 510(k) #, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.